Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer, the system interface board, the generator interface board, and the hard drive and reloaded software. The system operates as intended.

Event description:
It was reported that the system displayed a communication error and would not complete boot up. No pt injury was reported.